Event description:
It was further reported that after index implantation the target lesion had 0% residual stenosis. The patient presented 54 days post arrive 2 enrollment with recurrent angina. Cardiac catheterization revealed that the lmca was normal. The lad had 70% narrowing just proximal to the previously placed stent (which appears oversized, per cath report), the lcx was normal, the rca had 50% and 70% tandem mid stenosis, and the lvef was 35%. A 3.0 x 8mm taxus stent was then deployed in the mid lad with 0% residual stenosis.

Event description:
It was reported that 54 days after a coronary artery drug eluting stenting treatment procedure the patient a target vessel reintervention (tvr) of the mid left antterior descending artery (lad). Teh index procedure treated one target lesion. Target lesion 1 was a 2.75 mm vessel diameter, 80% stenosed region of the mid lad. The lesion was 10 mm in length and was being treated because the patient was experiencing a myocardial infarction (mi). The physician predilated the lesion prior to placing one taxus express2 8.8% 2.75x16mm (lot 6981072) drug eluting stent without complication. The patient was discharged from the hospital four days post index procedure receiving asa and plavix. The site reported that the patient underwent a tvr of the mid lad 54 days post index procedure to alleviate proximal edge restenosis. The physician treated the target vessel by placing an unknown stent. The patient was discharged from the hospital two days post tvr. In the opinion of the physician there is a probable relationship between the event and the taxus stent.